Manufacturer narrative:
Study (B)(4), four serious event, death, and explant forms were received that indicated four allografts had been explanted. Each of the four explants was attributed to unacceptable hemodynamics and insufficiency. Additional contributing factors include calcification, valve leaflet degeneration, perivalvular leak, and stenosis/obstruction of the valve. Each of these observations is considered characteristics of structural valve deterioration. The event was related to a failure of a cryolife allograft the event details suggest the possibility and therefore each event was investigated as a complaint. The processing records for each of the allografts in question were reviewed and it was determined that all of the allografts were processed according to all processing specifications. A review of relevant clinical literature reveals that freedom from structural valve deterioration of a human heart allograft in a patient less than 20 years of age is 47% at 10 years. The four allografts in question were explanted between 5.5-7.75 years after implantation. Therefore, explantation of these valves is not unexpected. No further action is warranted at this time.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As part of the cryovalve sg aortic human heart valve retrospective/prospective, multi-center, (B)(4), an explant form indicating the following event was received. On (B)(6) 2009, the patient underwent an explant procedure for the following: unacceptable hemodynamics; along with valve leaflet degeneration and insufficiency. The nature of the event was moderate-severe aortic prosthetic regurgitation, thickened leaflets, tricuspid prolapse and septal defect, right and left atrial enlargement. The allograft was explanted. The surgeon is overall satisfied with the performance of the allograft and stated the patients had just outgrown the valves.